Manufacturer narrative:
The devices were returned for evaluation. After evaluation, it was clear that product was caught in the seal, causing a seal failure. During pre-treatment and oven drying, the df-3120 sponge can curl due to liner deformation, increasing its veritcal height. If it curls above the pouch height, it can interfere with the sealing mechanism and get sealed in the pouch. Due to previous concerns regarding similar issues, the work instructions have been updated with visual aids and removal steps for curled sponges. This will help reduce future seal related concerns. The root cause was manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilization failure".

Manufacturer narrative:
The devices are in process of being returned for evaluation. Please note that this report covers 6 lots of product (441972, 446445, 440498, 441971, 445268, 447389) with the same malfunction (sterile seal breach) and all were discovered at our distributor during inspection. Investigation is ongoing. Once we have additional relevant information, it will be submitted in s supplemental report.